Event description:
According to the customer report, on (B)(6) 2025, during use of the device, a significant leak in the ventilator circuit during breath delivery was created. The patient experienced shortness of breath due to a ventilator leak during suctioning.

Manufacturer narrative:
According to the customer report, on (B)(6) 2025, during use of the device, a significant leak in the ventilator circuit during breath delivery was created. The patient experienced shortness of breath due to a ventilator leak during suctioning. The clearpro suction catheter was removed and replaced with another brand, the patient was stable and experienced no further complications. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to h6: type of investigation (b).